Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and use error.

Event description:
A patient side "sudden onset breast swelling in keeping with bia alcl". The patient later reported, "these ones are on the recall list, and still inserted which I am fearful of", "sudden onset breast pain", "implant washed and reinserted", "right breast + washout of implant", "straw-coloured fluid right breast". The device remains implanted. This record is regarding the right side.